Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer had an unspecified cartridge issue. It was also reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the issues were solved and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.